Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having charging issues with the ipg. It was also mentioned that it gets too warm and shuts off, and the charger often disconnects from the ipg often while charging. The patient underwent an explant procedure.